Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure, the physician attempted to place the complaint device, however he confirmed leakage from the connecting part of the catheter and the mac-loc hub. The complaint device was replaced with another device and the procedure was completed. There was no report of injury associated with the event.